Event description:
A dreamstation auto CPAP device was returned to the manufacturer for evaluation and the device was found to have visible foam degradation. No errors were found in the device history log. There is no allegation of serious or permanent harm or injury or medical intervention associated with the user of this device.